Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via health authority that water leakage was detected in the cassette during pre-operative infusion testing of pars plana vitrectomy combined with silicone oil tamponade and retinal laser photocoagulation in the right eye. The procedure was completed by replacing the cassette with new one. The postoperative vision was improved compared to preoperative status. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. During surgery, after the medical staff connected the vitrectomy cassette according to protocol and performed the preoperative infusion test, water leakage was detected in the cassette, and the test result was unsatisfactory, making it impossible to proceed with the surgery. The procedure was immediately paused, and the manufacturer of the consumable was contacted by phone to report the issue. The manufacturer advised replacing the vitrectomy cassette with a new one. After installing a new cassette and repeating the infusion test, the result was satisfactory, and the surgery continued. The operation was successfully completed, and the patient¿s postoperative vision improved compared to preoperative status, with no signs of infection or related discomfort the product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).